Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant information become available, a supplemental medwatch report will be filed.

Event description:
Clinical study. Same case as MFR # 6000093-2006-00827, 6000089-2006-01254. It was reported that 4 days after the index procedure, the patient expired. The index procedure treated 2 target lesions. Target lesion one was the ostial portion of the left main coronary artery (lmca). The physician direct-stented the lesion using a 4.5 x 16mm taxus express2 stent. Residual stenosis post deployment was noted to be less than 30%. Target lesion 2 was a bifurcated portion of the proximal lad. The physician direct stented the lesion using both a 3 x 24mm taxus express2 stent and a 2.75 x 12 mm taxus express2 stent. The 2 stents in the proximal lad overlapped the stent in the left main. The patient was discharged one day post index procedure receiving aspirin and plavix. The site reported that the patient expired in the emergency department 4 days later from pulmonary edema. The post mortem report also included left ventricular failure, ischemic heart disease, and diabetes mellitus as contributory to the death. In the opinion of the physician, there is a possible relationship between the taxus stent, index procedure and the death.